Event description:
A blind unit was received from the customer for analysis and a malfunction was identified. The device was received with no complaint information.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, it was reported that the device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint. The product was returned to ethicon for evaluation. One empty open foil was received for analysis. Product code 1953. During the inspection of the returned sample, the foil received showed a small hole on the bottom foil. Due to the damages found on the device, the complaint is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.